Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included chronic back pain, anxiety, bipolar disorder, anxiety, bipolar disorder, neuropathy, multiparous, uterine bleeding and adenomyosis. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Concurrent conditions included morbid obesity. Concomitant products included cyclobenzaprine, fluticasone from (B)(6) 2015 to (B)(6) 2016, gabapentin, omeprazole from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), cystitis ("acute cystitis/bladder infection"), urinary tract infection ("uti"), depression ("depression"), anxiety ("mental anguish") and dysuria ("dysuria") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection had resolved and the fatigue, alopecia, weight increased, menstrual disorder, dysmenorrhoea, depression, anxiety and dysuria outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dysuria, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding, bladder/urinary problem. As per pif plaintiff reported injuries resolved post removal hence essure removal considered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event outcome updated- injuries resolved post removal-pain, bleeding, bladder/urinary problem. Hence removal consider and case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.